Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information received from the field representative indicated that the cause was not determined. The device was explanted and the ra lead was surgically abandoned. No additional adverse patient effects were reported.